Manufacturer narrative:
The removed power management printed circuit board assembly (pm pcba) was returned to the failure investigation(fi) laboratory. A visual inspection of the pm pcba revealed no evidence of damage or contamination. The fi technician installed the pm pcba and user interface (ui) assembly into a fi ventilator to duplicate the reported issue. The pm pcba and ui assembly were tested, and the customer complaint cannot be verified. The returned pm pcba and ui assembly passed all testing. No failures were identified.

Manufacturer narrative:
B4:18may2021. The customer confirmed the reported failure. The remote service engineer (rse) advised the replacement of the user interface (ui) assembly and power management (pm) board. The field service engineer (fse) was dispatched on-site and replaced the ui assembly and pm board. The unit was tested, and it was returned to service. The removed components were requested to be returned for further evaluation. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Event description:
The customer reported when turned off, and the device spontaneously turns on. There was no patient involvement.